Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Post implant, sensor not detected. Sensor was replaced with a new one to resolve the issue. No reported patient harm or delay in surgery greater than 30 minutes.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be made available for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released to stock. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints.